Event description:
She obtained a result of 77mg/dl on her device and result of 40mg/dl from the lab. The tests were reportedly done at the same time. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.